Manufacturer narrative:
(B)(4). This record was converted. For additional information about the analysis. Unit was unable to prime during prime/a33 test due to faulty fsr (tin). No a33 alarms noted. Ab 10-26-07.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 488 mg/dl. Customer stated insulin pump had compromised force sensor system alarm. The insulin pump will be returned for analysis.